Manufacturer narrative:
Physio-control evaluated the customer's device and was able verify the reported issue. Physio replaced the user interface (ui) to stack flex assembly cable and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed ui to stack flex cable assembly and determined that the cause of the reported issue was that the pad was not making electrical contact with the connector, causing a constant reset when attempting to boot-up.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device's display turned white for about 15 minutes prior to going into its normal self-test. The customer advised that he was later able to complete a user test which passed. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.